Event description:
It was reported that during a labral repair the implant split 3/4 of the way inserted. The 1/4 broken portion was retrieved. The remainder was secure in bone. The surgeon did not remove the implant; he felt it held with the suture in place. The case was completed successfully. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned because it was discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is when initially inserting the device into the pre-drilled pilot hole, the eyelet tip is not fully seated (not bottomed out in the pilot hole) prior to impacting to insert the implant. When this happens, the implant does not sit flush against the eyelet. Because the eyelet is not at the correct depth, the implant (when impacted) will sit proud (not flush with the bone). If impaction continues at this point to fully insert the device, the distal end of the implant becomes jammed against the eyelet and eventually splits. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.